Manufacturer narrative:
This supplemental report is being submitted to provide additional information. In the evaluation of omsc the following was confirmed; the initial MDR reported that the instrument channel outlet tested positive for acid-fast bacteria. However, additional information provided by the user facility indicates that he instrument channel tested positive. No dirt, scratches of the instrument channel or adhesion of foreign bodies to the instrument channel were noted. The objective lens and light guide lens were dirty. Analysis found that he main component of the dirt was protein. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation is still in progress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The instrument channel outlet on the subject device tested positive for acid-fast bacteria. There was no report of the patient's injury regarding this event.